Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump got stuck in the auto off. Customer does not recall any significant events leading to the error. Customer's blood glucose was 130 mg/dl unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The keypad connector was inspected and no anomalies noted. No frozen display noted. The insulin pump was received with minor scratches on lcd window.